Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found on meter nor on strips. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The expected fasting blood glucose test result range is 120 to 130 mg/dl. The blood glucose testing is performed several times daily. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. The customer is currently taking insulin to manage diabetes. Back to back blood test performed by customer fasting during call on (B)(6) 2015 produced results of 370 mg/dl and 358 mg/dl. The product is stored by customer according to specification in the bedroom. The test strip lot manufacturer's expiration date is 04/16/2018 and open vial date is (B)(6) 2015; test strips are expired due to being open more than 120 days. The meter memory recalled for test results performed: (B)(6). Adverse event not reported.